Event description:
Healthcare professional reports technician punctured her left hand middle finger while using direct check quality control. The protective sleeve was not in use at the time of this incident. No report of serious injury, or administration of medical treatment. Medical safety data sheet and control documents provided to customer. Directcheck does not contain human blood products.

Manufacturer narrative:
(B)(4). Method: no product returned. Device history record was reviewed. No ncmrs, complaint trends identified. A CAPA was completed for directcheck. Each directcheck package includes an insert containing a picture demonstrating the preferred technique to use during activation of the directcheck assembly. In addition, the itc website includes a video which illustrates the preferred technique to use during activation of the directcheck assembly. Results: record eval completed. Product met all release criteria. Conclusion: user error may have contributed to alleged event. Itc has requested all data required for form 3500a.